Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 454 mg/dl. The customer treated his high blood glucose level with the insulin pump. The high pressure test passed. The infusion set had a bent cannula. The device was not returned.